Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the g5 mobile application became frozen. No additional patient or event information is available. Data download log was provided by the patient and reviewed for evaluation on 01/05/2017. Complaint for the g5 mobile application being frozen could not be confirmed. The root cause could not be determined, post investigation.